Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap chole. According to the reporter: balloon ruptured while being inflated with 25ml air. Used another. No bleeding. No tissue damage. Nothing fell into the cavity. Operating time not extended. No pt injury was reported, no other pt info available.